Event description:
It was reported that a short circuit was found on contacts 0 and 3. It was noted that impedances of less than 50 ohms were measured. It was noted that the patient had a short circuit prior to the implantable neurostimulator (ins) replacement. It was noted that this short was confirmed in pre-op testing and post-surgery with the new ins. It was noted that the short circuit did not impact the therapy efficacy. It was noted that the patient was receiving therapy. Refer to manufacturing report # 3004209178-2014-00454.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0313882v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0313910v, implanted: (B)(6) 2003, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. (B)(4).